Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient's superior pulmonary vein was blocked, and the lead could not reach target position. Implant of rv lead was terminated. No patient complications have been reported as a result of this event.